Manufacturer narrative:
Per communications with the field service engineer (fse), , the customer knew the alarm had been silenced, but wanted us to tell them who silenced the alarm. Once the fse informed the customer that information on who silenced the alarm is not provided in the logs, the customer cancelled their request. The fse stated that the biomedical engineer, does not believe there was any malfunction of the device. This will be considered a user handling issue. No device malfunction occurred.

Event description:
The customer called wanting to know if an alarm for a patient that had expired had been silenced. The patient died.